Manufacturer narrative:
Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The provided x-rays show the metal head and stem disassociated the liner remains in position. There is no allegation of failure against the liner.

Event description:
Patient rh went to emergency room on saturday (B)(6) 2016 regarding pain in the hip area. Doctor contacted rep regarding revision of hip and surgery on (B)(6) 2016 and found the device came apart.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6021-0435, accolade plus tmzf hip stem #4, lot code: 22759202. Cat. No.: unknown, unknown head, lot code unknown. At this time, it cannot be determined which of these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient rh went to emergency room on saturday (B)(6) 2016 regarding pain in the hip area. Doctor contacted rep regarding revision of hip and surgery on (B)(6) 2016 and found the device came apart.